Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a f/u report when our investigation is completed.

Event description:
Complainant alleged that while attempting to cardiovert a (B)(6) male pt, the pt received a defibrillation shock instead of a synchronized shock for cardioversion. The pt's heart rhythm changed to ventricular fibrillation/ventricular tachycardia. The pt was then defibrillated into a normal sinus rhythm. The nurse stated that it was not clear if the synchronized cardioversion button was selected prior to the output of energy. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction. (B)(4).